Event description:
It was reported that (1) device was used during a colon resection. It was reported by the affiliate that the tl60 instrument does not staple. There was no consequence to the patient.